Event description:
A report of a sensor problem where "blood refluxed back into indwelling device" was received by the sensor manufacturer. Upon receipt of the sensor, by the manufacturer, it was observed that blood had leaked back into the sensor introducer mechanism and a decision to report was made. No report of harm or injury to a patient has been received.